Event description:
It was reported that the patient's dry & store box overheated and scorched. There was no allegation of serious injury associated with the issue and replacement equipment will be sent to the patient.

Manufacturer narrative:
This report is submitted on july 11, 2022.